Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver was overheating. There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver overheated was not confirmed. A root cause could not be determined.